Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, episodes of oversensing due to noise were noted on the right ventricular lead. The lead was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The reported event of noise was not confirmed.